Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The chronic totally occluded target lesion was located in the severely calcified posterior descending artery (pda). After pre-dilatation, a 20 x 2.25 promus premier¿ stent was advanced but failed to cross the lesion. After several attempts, it was noted that the distal stent edge was damaged. Further balloon dilatation was done and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.25 stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The five most distal stent strut rows were damaged. The remaining undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. Contrast medium was evident inside the lumen. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The chronic totally occluded target lesion was located in the severely calcified posterior descending artery (pda). After pre-dilatation, a 20 x 2.25 promus premier¿ stent was advanced but failed to cross the lesion. After several attempts, it was noted that the distal stent edge was damaged. Further balloon dilatation was done and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.